Event description:
Consumer claims she was using her heating pad on her hip and afterwards noticed that she had two blisters. She sought medical treatment where she claims she was diagnosed with third degree burns.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.